Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low troponin (accutni) results in the normal reference range generated on access 2 immunoassay system for 4 patient samples. The results were reported out of the laboratory. Upon repeat testing on an alternate instrument, the results were within the risk stratification range. The customer did not receive any report of death, injury, or change to patient treatment attributed or in connection with this event.

Manufacturer narrative:
The samples were collected in li heparin pst tubes, and were centrifuged for 5 minutes at 4500 rpm. Qc performed after the event was suppressed. The customer performed a system check after the event, and the results met specifications. A field service engineer (fse) was on site on (B)(4) 2010. Fse replaced and rebuilt some parts, and performed hardware verification protocol. The results met the specifications. Fse also performed qc after replacing the reagent pack and the results were within the customer's established ranges. Although some hardware issues were addressed, no definitive root cause for the event has been determined to date.